Event description:
It was reported that when a device was used during an open gastric by-pass, the device was difficult to remove. Same device was used to complete the case. There were no consequence to the pt.